Manufacturer narrative:
An event regarding thread fracture involving an omnifit femoral impactor/extractor was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: there is no indication patient factors contributed to the reported event. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation. If the device and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Primary surgery of the right hip, the threads broke off of the inserter/extractor inside of the stem and the shaft for the slide hammer cross threaded. This was a primary hip surgery and this event happened when surgeon extracted the stem as a result of hard bone. Surgeon had to extract the stem and re-ream deeper. There was a surgical delay of 30-40 minutes, no additional anesthesia administered.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Primary surgery of the right hip, the threads broke off of the inserter/extractor inside of the stem and the shaft for the slide hammer cross threaded. This was a primary hip surgery and this event happened when surgeon extracted the stem as a result of hard bone. Surgeon had to extract the stem and re-ream deeper. There was a surgical delay of 30-40 minutes, no additional anesthesia administered.